Manufacturer narrative:
One tapered screw-vent implant, (tsvwb8) and mount were returned for investigation. Visual/physical evaluation of the as returned products identified fractured piece of the mount inside the implant. The removal screw was still inside the implant but there were no allegations against it (one-time use device). DHR review was completed for the subject lot number 1262304. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1262304 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fractured mount¿. The customer did not submit images for the reported event. Review of appropriate documentation: documents reviewed: instructions for use ¿ tapered screw-vent® and trabecular metal¿ implants, ifu4869 rev 9 - 10/19. Information identified: breakage. Per the applicable IFU, implant and abutment fractures can occur when applied loads exceed the normal functional design tolerances of the implant components. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error ¿ improper techniques used during placement / excessive torque. Therefore, based on the available information, device malfunction has occurred, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that carrier broke. Procedure was completed using another implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided. E1: email unknown / not provided. E1: last name unknown / not provided. G4: k011028, k013227.